Event description:
Device fractured. Tried to aspirate and old clot out of an occluded left anterior descending artery with numerous passes. Upon removal from the sheath, the rio aspirator catheter fractured. No complications to the elderly female pt. Procedure completed with this device.

Manufacturer narrative:
Dr explained that the pt was an elderly female with a near occlusion of the lad. He noted the angiographic appearance of clot at the stenosis and attempted to aspirate the clot with a medtronic export catheter. The material aspirated was a thick "toothpaste" material which obstructed the export catheter and the export was removed. He felt this was consistent with a well organized clot or a "white clot" syndrome. Because he had difficulty advancing the export into the clot, he decided to try a rio catheter. Using the rio, he had a similar result and decided to remove to rio. He noted that both catheters advanced through the 7fr. Guide catheter without difficulty and that the only difficulty with advancement was at the point when the catheters engaged the lesion and clot. Dr removed the rio catheter completely from the hemostasis valve over the wire without difficulty when the tech noticed that there was a break in the rio catheter at the mid portion and that the rio was actually in two pieces. Both pieces of the rio catheter were removed from the guidewire and set aside for return. The physician is at a loss to explain how the catheter became fractured and is hopeful that returned product analysis will show the cause. He was emphatic that there was no unusual pulling or pushing with the catheter and that the point of fracture was not in any segments of tortuosity. From the interview, it was clear that the catheter broke into two pieces outside of the pt, and there were no complications as a result of the rio failure. Returned device examination determined that the catheter proximal shaft separation occurred at approximately 9.5 cm from the proximal strain relief.